Event description:
Information received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
A follow up report will be sent once the customer discloses their investigation.